Event description:
Related manufacturer reference number: 1627487-2023-00543. It was reported the patient underwent surgical intervention where the leads were explanted on an unknown date in 2009. No further information is known at this time.

Manufacturer narrative:
Date of the event is unknown. Date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.